Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Heavy tissue buildup was observed at the jaws. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. The hemopro shaft was bent in the area closest to the handle. No other nonconformance was observed. Based on the returned condition of the device the complaint was confirmed for the reported "bent wire' and the analyzed "bent shaft." The device history record (DHR) was reviewed with special focus on final inspection. The records show the device lot conformed to all applicable specifications. The most probable cause of the bent wire is from improper insertion of the hemopro tool inside the cannula. The IFU instructs the user to close the jaws and hold the device approximately 6 in from the tips before inserting through the tool adapter port. The jaws came in contact with the tool port opening or the internal components of the cannula causing the device to bend. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws. The hospital did not report any patient effects.